Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-33, lot# v012900, implanted: (B)(6) 2006, product type: lead. Product ID: 3889-28, lot# v854316, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted three days before reported event date and the last weekend, the patient felt a shocking pain sensation at the implant site on the left side. It was reported that the sensation/pain was very similar to what the patient felt when the manufacturer representative turned the stimulation up too high a year ago. Refer to manufacturer report # 3004209178-2014-04120